Event description:
It was reported that the most recent remote transmission showed that the device exhibited episodes of high ventricular rate due to over-sensing. No programming changes were made at this time. No patient symptoms were reported.